Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Event description:
The following information was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of patient made a mistake break in aseptic technique and peritonitis in a patient. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was a break in aseptic technique, further described as the patient made a mistake. The patient was not hospitalized. On an unreported date, the patient was treated with an unreported remedial therapy. It was not reported if the patient received re-training on aseptic technique.